Event description:
On (B)(6) 2012, the patient contacted animas alleging a pump's history issue for the past 2 weeks. She claimed the pump would beep at the beginning and end of the bolus delivery but when she reviews the pump's history (bolus and total daily dose), the bolus amounts are not always being recorded. She admitted that she does not watch the bolus delivery in action. The patient denies seeing any cancelled boluses in the bolus history. She also denied seeing any issues with the keypad. There was no patient impact associated with this complaint. However, this complaint is being reported because the reported history issue was not resolved with troubleshooting. A replacement pump was sent to the patient.

Manufacturer narrative:
(B)(4):the threads on the battery cap returned with the pump were observed to be stripped. A test battery cap was used to complete investigation. A review of the black box shows that on (B)(4) 2012 all programmed boluses were fully delivered. There is no evidence of cancelled boluses on (B)(4) 2012. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. All keypad buttons were found to be responding appropriately; there was no hypersensitivity observed. The complaint could not be duplicated during investigation. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas has received the pump involved with the complaint but has not completed investigations. A supplemental report will be submitted once investigation has completed.